Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device's needle fell out of the applier. It was also noted that the device was unable to reload and a new unit was opened to complete the case. No details were provided regarding patient outcome or current patient status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lap repair of paraesophageal hernia w/ nissen fundoplication procedure, the device's needle fell out of the applier. It was also noted that the device was unable to reload and a new unit was opened to complete the case. No patient adverse events reported.